Event description:
It was reported that during an implant attempt, the physician tried extending the helix of the right ventricular [rv] lead prior to implanting in the patient. The helix of the lead would not extend after multiple attempts. A different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.